Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, the re was one pump reboot observed in the black box prior to a battery change. The battery compartment was found to be cracked on the sides from the threads to the cover. There was no moisture or corrosion observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain an electrical connection. The reported ¿power¿ complaint¿ was duplicated. A new test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hours duration test. There were no pump reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.